Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also, visually found sensor with cannula with damaged electrode with foreign material along the cannula canal. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 109 mg/dl and the sensor glucose was 67 mg/dl at the time of the incident. The customer¿s blood glucose was 125 mg/dl. The customer's sensor glucose that triggered the suspend event was 47 mg/dl and threshold, low suspend limit in sensor settings was 80 mg/dl. The customer reported that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.